Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the biopsy channel (bx) clogged. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the user tried to retrieve the accessory through biopsy channel, but the accessory was clogged in the channel. Then, the abnormality was detected at reprocessing. The following is included in the instructions for use (IFU): a. IFU warns on stent retrieval as follows: 4.1, precautions, warning: do not retrieve the stent through the instrument channel of the endoscope. A stent or piece(s) of a stent may stay in the instrument channel or the suction channel of the endoscope even after reprocessing. It may cause incomplete reprocessing, and pose an infection control risk, cause equipment damage, or reduce performance. Manufacturer of the stent was unknown. As reference, IFU for stents of olympus pbd-1030, 1031, 1032, and 1033 series instructs as follows: retrieval of the stent caution: do not use the instrument that has been inserted into the endoscope. Instrument damage may occur. Do not collect the stent through the channel of the endoscope. Instrument damage may occur. To retrieve the stent, use grasping forceps fg-44nr-1 in accordance with its instruction manual. Olympus will continue to monitor field performance for this device.